Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the wire fell out of terminal block due to which the system did not have power. To resolve the issue, the fse reattached the wire, then system powered on and the fse tested the system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.